Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Additional information obtained, identified the patient's ipg reached end of life.